Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited issues due to the clogging of the nozzle. The water removal ability, water supply and the air supply volume did not meet the standard value. There was no patient involvement.